Manufacturer narrative:
Complaint no: cmplnt-(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its dispenser bag. This occurred after the device was filled with an unknown solution, and before patient use. The location of the leak was unknown. There was no patient involvement. No additional information is available.